Event description:
It was reported that the patient submitted log files for evaluation and low flow events were recorded. The patient experienced elevated mean arterial pressure (maps) (rtf) and no other symptoms. The patient's rtf were above 90, but after being admitted, their rtf was controlled in the 70s. The patient was still having some flow flows when they are on their left side. The labs were fine with no issues. A computed tomography(CT) scan was performed to check for obstruction and an echocardiogram (echo) which revealed a clot in the outflow graft. The event log files captured low flow alarm events during the history. There were also several momentary low flow events recorded. Some of the events were very brief and did not generate an alarm. There did not appear to be any external equipment causing the events. The trended periodic log file data appeared to show a gradual decrease in the recorded calculated flow values from (B)(6) 2025 until (B)(6) 2025. The left ventricular assist device (lvad) event log file appeared to show a slight increase in rotor displacement over that period. The patient did not attend follow ups for a few months and may not have taken warfarin dose and was not checking international normalized ratio (inr) on a regular basis. There were no changes to pump parameters. The patient had a plan for surgical takedown for axillary access for aspiration. The patient received 5 stents deployed to the outflow graft. The patient's flows restored to >5lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was treated for hypertension. CT results showed there was asymmetric extensive soft tissue from thrombus obstructing the outflow graft. There was also diffuse ground glass opacities found that may reflect pulmonary edema.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through this evaluation. Review of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, it was reported that pump flow resolved following the placement of stents in the outflow graft. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025. Low flow hazard alarms were captured on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.